Manufacturer narrative:
It is not known whether the device will be returned for evaluation. A request for the device has been sent.

Event description:
This report involving a balloon rupture at 12atm during a percutaneous coronary intervention was received from the field. There was no report of patient injury, however, additional information has been requested.